Event description:
Prior to surgery 2 large adhesive arctic sun energy transfer pads applied to pt's back. Control module turned on. Delivers max of 42 degrees heated h2o through pads. Pt on or table with shoulder roll for 10-11 hrs. Two days later reddened area with blisters noted over right scapula. The next day second degree "burn" measured 4 x 5 cm, treating with ointment. Should heal within 2 weeks. Heat transfer pads discarded but arctic sun control module 2097 is available to in-house rep in 02/2002.